Event description:
Caller reported experiencing a cartridge alarm, specifically alarm 20, with consecutive cartridges. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. Technical support decided to replace the pump, ensuring continuity by advising use of multiple daily injections as backup therapy. The customer was informed about receiving a pump with updated software and instructed on steps for sensor replacement and pump storage. A replacement pump was sent, and instructions for returning the defective pump were acknowledged by the customer.